Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the ¿stain in the nozzle¿ was confirmed. A brown foreign material, specifically corrosion, was observed around the nozzle. The component analysis of the foreign material detected iron rust, organic silicon, protein, and carboxylic acid. The probable cause was that carboxylic acid and organic silicon were derived from silicon-based chemicals such as anti-foaming agent which was used during the procedure through cleaning. It was unknown whether the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. Additional finding is as follows: the screen became temporarily foggy. The suggested events can be prevented by handling the device in accordance with the following related verbiage from the instructions for use (IFU): ¿ contact time in highly acidic electrolyzed water do not immerse the endoscope in highly acidic electrolyzed water for more than needed time. ¿ after disinfection by highly acidic electrolyzed water thoroughly rinse the endoscope after disinfection by highly acidic electrolyzed water. Doing so may reduce damage to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; however, the objective lens was dirty and the nozzle was dirty/contaminated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that while using the gastrointestinal videoscope during a test, the screen temporarily became temporarily cloudy. When connected with another scope, it was normal. The issue was found during a diagnostic nasal endoscopy procedure that was completed with the same device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was contaminated. Related patient identifier: (B)(6).